Event description:
It was reported that a screw was observed to be missing from the top of the micro oscillating saw. There were no reports of the screw coming into contact with a patient or surgical site. The user facility was unable to provide further information regarding the event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was duplicated by the service technician. Inspection of device revealed the inner release coming out of the outer release.

Event description:
It was reported that a screw was observed to be missing from the top of the micro oscillating saw. There were no reports of the screw coming into contact with a patient or surgical site. The user facility was unable to provide further information regarding the event.